Event description:
A 2.75 mm diameter x 14 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a proximal lad lesion. Lesion morphology was not reported. It is unk if the lesion was pre-dilated. It was reported that the physician inserted the endeavor sds and was attempting to reach a lesion site that was previously implanted with a stent, when the stent dislodged. The undeployed stent could not be located in the coronary arteries or the guide catheter. The pt's condition is unk. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation, results - lack of information, stent dislodgement.